Manufacturer narrative:
This report is for an unk - screws: locking trauma/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. X-ray review: the received x-ray shown that the implants are intact. Its seems that no allegation of a device malfunction. The complaint therefore has been determined to be unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent reamer/ irrigator/ aspirator (ria) bone harvest and a revision of devices due to a failed fixation distal femur fracture. The patient originally implanted with variable angle condylar plate 12 hole left and screws on an unknown date. The plate and screws were explanted. It was revised to zimmer retrograde femoral nail and also with a dual fixation with synthes va condylar plate 22 hole. The procedure was successfully completed. Patient status was stable. This complaint involves ten (10) devices. (B)(4).